Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending by lot number, system risk analysis (sra), visual analysis, and supplier product evaluation. The DHR was reviewed and the product met manufacturer specifications at the time of release. There were no issues relating to the failure mode noted. Complaint trending by lot number was performed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra indicates the risk associated with exposure toxic or corrosive material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was failure to follow instructions. The customer was not following the instructions for use (IFU) and was improperly rinsing their instruments. An asp clinical consultant visited the site and performed re-training on proper product use. The issue was resolved at the customer site. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A customer reported a patient¿s mouth turned black during a procedure using a transesophageal echocardiography (tee) probe that had been processed in cidex opa solution. The black stain was on the right lateral side of the patient¿s tongue and was noticed 40 minutes after the procedure began. The patient had no complaints related to the stain, no pain, no numbness, no tingling, and no swelling. It was reported the patient was ¿fine¿ and did not receive any medical attention for the stain. Duration of the stain was unknown; however, upon discharge on (B)(6) 2017, it was confirmed the stain was gone. Regarding the cleaning procedure, it was reported the phillips tee probe was manually cleaned approximately one hour before it was used. It was also reported it had been soaked in cidex opa for 12 minutes, but was not rinsed per the hospital¿s policy which aligns with the cidex opa solution instructions for use (IFU). Since this event occurred, the hospital has completed cidex opa solution IFU competencies for all staff in the cardiology department that process tee probes. Based on the information contained in the complaint at the time the reporting determination was made, there is no harm or serious injury reported, and the temporary stain resolved without medical intervention; however, the customer reported there was human contact with a medical instrument that was not rinsed per cidex opa solution IFU; therefore, as a matter of policy, this event is being reported as a malfunction.